Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during ablation procedure to treat atrial fibrillation (a fib). It was reported that air was drawn in during the initial insertion of catheter and upon aspiration. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device has been discarded by customer.